Event description:
Caller reported air bubbles in the system, specifically in the infusion set tubing, which were observed during pumping. Customer's blood glucose was 469 mg/dl due to the issue. To address the high blood glucose, customer administered a correction injection via multiple daily injections. Issue was resolved by changing the infusion set and tubing, after which insulin therapy resumed.